Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the distal haptic become stuck under the optic of the lens. As he tried to loosen the haptic, a capsular tear occurred. The surgeon performed an anterior vitrectomy and was able to loosen the haptic and position and lens correctly in the capsular bag. Prognosis is "good." No further information is anticipated.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. No further information is anticipated.